Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient underwent surgical intervention on (B)(6) 2015 (see MFR. Report#: 1627487-2015-26568 and MFR. Report#: 1627487-2015-26569). During the procedure, the patient experienced stimulation in an unintended area after the replacement lead was implanted. Reprogramming attempts were able to resolve the issue, but resulted in the procedure being extended 2-2.5 hours.